Manufacturer narrative:
H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo and the tubing on the side arm became kinked. The device evaluation was completed on 30-oct-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that no damage was observed, the hemostatic valve was observed in place and the side port was observed in good conditions. A back pressure test was performed, and no leakage or issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. There was no side port issue detected. The complaint was not duplicated, and it could not be confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following recommendations: use best practices for irrigation to minimize the potential for thrombus formation. Inject or saline flush only from the side port. Flush and maintain continuous saline. Using standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo and the tubing on the side arm became kinked. The tubing on the side arm of the vizigo sheath became kinked during use. The vizigo sheath tubing showed up on the non-bwi pump as occluded. The vizigo sheath was replaced and the procedure continued with no further issues. The trupulse generator was used for ablation. There was no patient consequence reported. Additional information was received. The hemostatic valve did not dislodge inside nor outside of the hub. The brim cap did not detach from the sheath. The hub did not become detached from the sheath. The sheath was being used on the patient. No patient consequence. Did not require treatment. The event was assessed as MDR reportable for a side port broken issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-oct-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).